Event description:
During servicing by baxter, technical service identified that centrella med-surg (product code p7900b000010, serial number (B)(6)), had CPR function not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the switch needed lubrication. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 13, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The technician lubricated the switch to resolve the reported event. Based on this information, no further action is required.